Manufacturer narrative:
In absence of a returned product, no further investigation will be completed.

Event description:
It was reported that during a routine device change out, due to normal battery depletion, it was observed during pre-change out testing that this right ventricular lead (rv) exhibited no capture even when programmed to high outputs. As such, a new pace/sense lead was implanted during the already scheduled/planned revision and the chronic rv lead surgically abandoned. No resulting adverse patient effects were reported.